Event description:
Customer reported via phone to lf technical support that they had experienced an air injection event. The customer is requesting CT injector system in-service. Complaint report form indicates that patient had multiple serious illnesses. Coroner report - probable pericardial air. 5/1: spoke with customer and recorded the following information: female having a CT scan of the abdomen and pelvis with contrast to rule out mass. Right hand IV access established by ER with unknown IV access device. Optiray 320 prefilled 125ml syringe was used to inject at a rate of 1.6ml per second for a volume of 123ml. After the injection, the patient coded on the CT table. Patient was revived and stabilized. Patient then admitted to ICU of observation. Patient expired at mid-day. Hospital researching the cause of death due to the fact that patient had multiple serious illnesses. Air was noted on the CT scan report. No further information available thru customer.